Manufacturer narrative:
It was alleged that the vectortas screw had sheared off the tip in the process of implantation. The patients gingival was scratched causing soft tissue contusion and laceration. The patient was treated and vectortas screw was replaced and patient is currently doing fine.

Event description:
The screw had sheared off at the tip.

Manufacturer narrative:
Operator of device is a dentist.

Event description:
The screw had sheared off at the tip.